Manufacturer narrative:
Results: there was no apparent physical damage to the penumbra smart coil detachment handle (handle). During functional analysis, the handle was tested on the test fixture and exhibited sufficient pull force and throw distance. Conclusions: evaluation of the returned device revealed that the handle was able to function as designed. It is likely that the difficulty detaching the coil arose from the excessive tortuosity mentioned in the complaint. If the patient vasculature is very tortuous, it may create a build-up of friction within the hypotube that exceeds the pull force of the handle. Penumbra handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2017-00517.

Event description:
The patient was undergoing a coil embolization procedure in the anterior inferior cerebral artery (aica) using penumbra smart coil detachment handles (handle). It was noted that the patient's anatomy was excessively tortuous. During the procedure, the physician deployed a penumbra smart coil (smart coil) into the target vessel using another manufacturer¿s microcatheter; however, the smart coil failed to detach using a handle. After several attempts, the smart coil finally detached. Next, three to four smart coils were deployed into the target vessel and detached after several detachment attempts with the same handle. The physician then deployed a smart coil into the target vessel and decided to open a new handle to detach the coil. The smart coil was successfully detached using the new handle on the first attempt. Following that smart coil, another smart coil was deployed into the target vessel and attempted to be detached with the new handle. However, the coil was unable to detach on the first attempt. Similar to the previous handle, the smart coil detached using the new handle after several attempts. Thereafter, the physician completed the procedure by intentionally separating the proximal end of the pusher assembly from the black alignment zone and manually pulling back the pusher assembly on nine additional smart coils. There was no report of an adverse effect to the patient related to the handles. However, symptoms due to subarachnoid hemorrhage (sah) were confirmed and it is unknown if the patient recovered.